Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. Additionally, stryker spine did reach out to dr. (B)(6) who stated that the pt has been discharged from the hospital with no adverse consequences and no revision surgery is currently planned.

Event description:
Dr. (B)(6) was performing a tlif operation using reliance lite as well as wedgenose and unilif cages. Upon placing a 6 x 25mm metallic trial, it become lodged in the disc space and the doctor was unable to retrieve the trial. While using the slap hammer, the male threaded portion of the inserter broke off and remained in the trial. It was purported that the space was so tight, the doctor wasn't even able to place a kocher forcep to grasp the trial. The surgeon called the family and offered options as to turn it in to a more extensive procedure and retrieve the trial or to leave it in place. The decision was made to leave the trial in. The hospital kept the instrument for their own investigative purposes.